Manufacturer narrative:
The technician reported that the handpiece ran without user activation and had a corroded motor cartridge.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing at the manufacturer facility, the micro reciprocating saw was running without using the handswitch. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the manufacturer facility, the micro reciprocating saw was running without using the handswitch. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.